Event description:
According to the reporter, during a robotic-assisted laparoscopic tubal anastomosis, the needle tip broke while suturing. The needle tip fell into the patient's cavity and was retrieved by the surgeon. Used a new suture to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic-assisted laparoscopic tubal anastomosis, the needle tip broke while suturing. The needle tip fell into the patient's cavity and was retrieved. There was no patient injury.